Manufacturer narrative:
Additional information was received that the location of hematoma was at the lead site and it was unknown what caused it. It was noted that there was pain at the ipg site. The patient could not feel the legs and perineal area and the patient had minimal sensation at the toes with a slight twitching movement. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed a hematoma. The patient underwent an explant procedure and was hospitalized.

Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7032345, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed a hematoma. The patient underwent an explant procedure and was hospitalized.